Event description:
Implant failed, however there is not enough information to determine where the failure has occurred. 06/19/2024 17:09:23 cet (usliav) phone (B)(6). User:usliav received date of the return product:19/06/2024.